Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and the configuration of the device was found to be incorrect. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device has returned for evaluation. The investigation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported that part of the configuration of the device resulted in incomplete sterilization. This defect was found during the distributor's initial inspection of received products. The device was not sent to a user facility.